Event description:
The patient reportedly experienced sound quality issues and pain at the implant site. Programming adjustments have been made, however, this did not resolve the issue. Revision surgery has been scheduled.